Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device was received for evaluation. Visual inspection was performed and a separation between the assembly of the second y-site clearlink and the tubing was observed; there was lack of solvent at the tubing. Dimensional testing was performed at the clearlink y-site housing and on the tubing; the device met specifications. The reported condition was verified. The cause of the separation was due to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set came apart at the clearlink y-site and leaked while priming the medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter e-mail: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.